Event description:
It was reported that the hospital discards explanted devices and therefore the explanted generator cannot be returned for product analysis.

Event description:
The patient reported that her seizures are increasing in frequency and she does not feel like the magnet is working like it should. The patient reported that she underwent diathermy in (B)(6) 2014 after dislocating her shoulder and felt pain and heat in her neck and is concerned that this is what is causing her issues.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient has experienced breakthrough seizures since (B)(6) 2015. The physician adjusted the device settings. It was noted that the patient believes the increase in seizures occurred after being placed on a high dose of premarin following a hysterectomy in (B)(6) 2013. It was noted that the patient has a significant problem of initiating and maintaining her sleep which is most likely one of the contributing factors for her seizure recurrence.

Event description:
It was reported that the patient has experienced an increase in seizures. The patient underwent an ultrasound over the vns generator and believes this may have damaged the vns. The patient was seen by the physician and was referred for prophylactic generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2015. The explanted generator has not been returned to date and the replacement generator was not programmed on during surgery. Follow-up revealed that the patient had been experiencing two grand mal seizures per day since replacement surgery while the device was programmed off.

Event description:
Clinic notes were received dated 11/12/2015 which indicate that the patient noted her seizures have been improving. The patient finds the vns very useful and that increased the settings improved her seizures in regards to frequency and intensity. The patient had a mild coughing after the settings change but after a few minutes, the coughing resolved. The patient denies any side effects from vns.